Manufacturer narrative:
B5: additional information received: intervention was performed, where a valiant captivia (B)(6) was intended to be implanted . The plan was to reline the entire navion stent graft down to the celiac artery. The vamf3434c150tu was attempted to be placed, but it was not able to be delivered passed the rcia. Per the physician, the cause of the positioning difficulties was a small vessel. And the device did not have the push ability to pass through the vessel. The procedure was then abandoned. The physician will discuss with the patient other future options. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted during the emergent endovascular treatment of a thoracic aneurysm on (B)(6) 2020. It was reported that approximately 2 years and 7 months post index procedure, a follow up CT was completed. The physician is concerned with the graft integrity. In the thoracic segment the physician is concerned that the taa is growing at this time or that a prior evar has been completed with a non mdt graft implanted. (B)(6) reviewed these images and confirmed there is stent ring displacement ( migration) of + 3.5mm between the two most distal stent rings. Aortic enlargement of +9.7 was also noted. No endoleak or fracture or stent ring enlargement was noted. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: corelab review of CT imaging from (B)(6) 2023 identified a persistent aortic enlargement of +14.2mm when compared to previous imaging from (B)(6) 2020. The maximum aortic diameter measured 82.9mm. There was no endoleak, no fractures, stent ring detachment or stent ring migration observed in vnmc3434c182tu ((B)(6)). Film evaluation summary: during films review of images provided for a difficult to position event concerning a valiant captivia device, it was noted that in-stent thrombus was present in the previously implanted valiant navion stent graft. There was no known patient consequences reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received; it was reported the patient returned for follow-up on an unknown date; it was noted the valiant navion stent graft was no longer maintaining distal seal and the distal stents looked very large. The taa measured 90mm. Intervention was performed approx. 5 years, 3 months, post index procedure, where a non-mdt stent graft was implanted to reline the valiant navion. The physician described the visceral segment as disease and dilated. During the second intervention a physician modified extension was placed with fenestrations for the celiac, superior mesenteric arteries and both renal arteries. Corelab reviewed of cta imaging from approx. 3 years and 1 month post index procedure did not reveal any endoleak, stent fracture, or stent ring enlargement. A (persistent) stent ring migration of +3.4mm at ring 10 was observed. The maximum aortic diameter measured 82.9mm, with a (persistent) aortic enlargement of +14.2mm. A repeat cta performed approx. 5 years and 3 months post-index procedure, was reviewed by the site and revealed a type ib endoleak, along with a stent fracture and stent ring enlargement. Corelab review of the same imaging did not identify an endoleak in the valiant navion device (vnmc3434c182tu). A (new) stent fracture was observed on ring 10, accompanied by (new) stent ring enlargements of +12.1mm on ring 10 and +3.1mm at ring 9. A (persistent) stent ring migration of +22.3 mm at ring 10 was noted. The maximum aortic diameter measured 94.2 mm, with a (persistent) aortic enlargement of +25.5mm. Cta findings from corelab were compared to prior imaging taken approx. 9.5 months post index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.